Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. No additional observations were carried out.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, lymphadenopathy.

Event description:
Patient reported rupture. Healthcare professional (hcp) later reported "observed volume increase of right breast", "cysts" and right breast implant regular contour with heterogeneous content suggestive of intracapsular rupture, with small liquid quantity around" via ultrasound. Hcp additionally reported "prominent lymph nodes on internal mammary chains, mostly at right" via MRI. This is for the right side. The device remains implanted. The event of cyst is considered not device related.